Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant of the leadless implantable pulse generator (ipg), the patient experienced acute heart failure exacerbation. The patient became mildly hypopoxic due to hypervolemia and was diuresed with intravenous (IV) until euvolemia. The device remains in use. No further patient complications have been reported as a result of this event.